Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's display intermittently showed vertical lines and was not legible. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll (B)(4) for evaluation. The reported malfunction was observed during testing. However, the reported problem could not be duplicated. The device was put through extensive testing, which included power cycling, bench handling, and functional stress testing without duplicating the malfunction. The lcd color cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.